Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the moderate-severe pvl most likely was due to suboptimal position of the valve as the valve end up at (+15 mm) as it was reported. Also, patient anatomy may play a role as lack of calcium on the native valve was reported. Potential factors that can influence a dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and user technique. In this case, it was reported that the dislodgements were occurring due to lack of calcium on the native valve. This indicates that the probable cause of the dislodgement was patient anatomy. Dislodgment events do not typically indicate a device manufacturing issue. With the limited information and no images to review, medtronic is unable to conclusively determine the cause for this report. There was no information to suggest a device quality deficiency related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial #: (B)(4), ubd: 06-aug-2020, (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded therefore no product analysis can be completed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had minimal amount of calcium in the aortic valve and difficulty was encountered when trying to deploy the valve. The valve was recaptured multiple times and during the last recapture the handle of this delivery catheter system (dcs) was turned the wrong way past the point of no recapture. The valve was deployed in a deep position and moderate-severe paravalvular leak (pvl) was reported. Subsequently a second valve was prepped within five minutes, implanted valve-in-valve successfully and adequate seal was achieved. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received that the valve kept dislodging towards the left ventricle due to lack of calcium on the native valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.